Manufacturer narrative:
Batch review performed on 14 february 2018: lot 164503: 90 items manufactured and released on 26 october 2016. Expiration date: 2021-10-13. No anomalies found related to the issue. To date, 64 items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5 reference (B)(4). Lot 167712: 90 items manufactured and released on 13 march 2017. Expiration date: 2020-06-30. No anomalies found related to the issue. To date, 71 items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 54/28 reference (B)(4). Lot 165710: 55 items manufactured and released on 21 november 2016. Expiration date: 2021-10-26. No anomalies found related to the issue. To date, 44 items of the same lot have been already sold without any similar reported event. Amistem h ha coated std stem size 3 reference (B)(4). Lot 170013: 114 items manufactured and released on 15 may 2017. Expiration date: 2022-05-23. No anomalies found related to the issue. To date, 94 items of the same lot have been already sold with one similar reported event.

Event description:
The patient had a primary hip on (B)(6) 2017. The patient came in complaining of instability. The cause was unknown. During revision, the surgeon determined the patient was infected. The pathogen is unknown. The surgeon removed all medacta hardware and implanted a spacer. The surgery was completed successfully.